Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary order (B)(4) for heparin injection 5,000 units did not appear under due now despite being within the allowed removal time frame; however, it was visible under all medications indicating a possible system issue preventing it from displaying in the due now queue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.